Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with critical pump error on his pump. The blood glucose was 227 mg/dl at the time of the incident. After performing troubleshooting for critical pump error, it was mentioned that, the critical pump error image on the pump screen. After getting wet, the pump gave multiple error alarms. Customer advised to replace the pump and refer to back up plan. The insulin pump will not be replaced for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify history pointers failed due to critical pump error (open book image) alarm.